Event description:
The customer reported an ac power module failure.

Manufacturer narrative:
(B)(4): the customer reported an ac power module failure. A philips representative was at the customer site. The ac power module was tested and the failure was verified. Replacement of the module resolved the failure. All post-servicing testing passed. As of 11/18/2010,there have been no further reports of this issue from this customer site. The units remains at the customer site with the new module installed.